Manufacturer narrative:
The adverse event is filed under ais reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
An outside law firm reported that a patient experienced issues following a left knee prosthesis that required subsequent medical intervention. According to the operative report dated (B)(6) 2021, the patient underwent a primary left total knee arthroplasty for tricompartmental degenerative joint disease (djd) with marked tibial torsion. The procedure was performed using aesculap components, which were cemented in place using palacos bone cement. The operative report indicates that the components were implanted with appropriate alignment and stability, and the patient was taken to recovery in good condition. No intraoperative complications were reported. According to a subsequent operative report dated (B)(6) 2023, the patient underwent left knee manipulation under anesthesia due to postoperative adhesive capsulitis. The procedure involved manipulation of the knee from full extension to approximately 125 degrees of flexion. No audible or palpable abnormalities were noted, and no structural changes to the knee were identified during the procedure. The patient tolerated the procedure well and was taken to recovery in good condition. No intraoperative complications were reported.